Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) with ongoing therapies specifically post shock. It was also reported that the lead integrity alert (lia) triggered due to high short interval counts (sic) and fast non sustained-ventricular tachycardia (ns-vt) present. Therefore, reprogramming was done, adjusting the rv sensitivity. The rv lead remains in use. No patient complications have been reported as a result of this event.